Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On an unknown date, a home-made stent graft was implanted to repair an aortic dissection. On (B)(6) 2010, the patient underwent an endovascular procedure using a gore® tag® thoracic endoprosthesis (tgt4015/06783578) to repair a dissected thoracic aortic aneurysm. Part of the tag® device was placed within the self-made stent graft. No issues were observed, and the patient tolerated the procedure. On (B)(6) 2010, post-operative follow-up imaging showed that the aneurysm measured 80 mm. On (B)(6) 2010, the patient was discharged. Subsequent follow-up imaging showed shrinkage of the aneurysm to 78 mm; however on (B)(6) 2013, three year follow-up imaging revealed that the aneurysm enlarged to 88 mm. No endoleak was reported. On (B)(6) 2014, four follow-up imaging revealed a type iii disconnect endoleak between the tag® device and the self-made stent graft. The aneurysm further enlarged to 92 mm. The cause of the endoleak was not reported. On (B)(6) 2014, the patient underwent an additional endovascular procedure whereby a gore® tag® thoracic endoprosthesis (unk/unk) was implanted to treat the type iii endoleak. The patient tolerated the procedure. On (B)(6) 2015, five year follow-up imaging showed the resolution of the type iii endoleak; however it revealed a type ii endoleak of unknown origin. The physician elected to monitor the patient. No further information is available.